Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, matrix drawer was not detected on the bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer (fse) secure buss connection. Reseated sensor connections resolve the issue. The customer logged in and tested all tower doors. The system functioned as intended after the field service engineer repaired the device.